Event description:
It was reported that the customer has passed away. The caller stated that the insulin pump had been stored without a battery but now a battery was inserted and upload to carelink. The alarm history showed no delivery alarms and low reservoir alerts on the day of death. Could also see boluses at on (B)(6) 2014 at 07:47 am, 4.5u 07:25, 7.1 05:15, 5.7 03:44, 5.0 02:04, 4.1 00:50, 4.1u on (B)(6) 2014 22:33,1.45 22:32, 0.15 21:45, 0.7 21:13, 1.35 21:13, 0.2 10:42. The customer was admitted to the hospital on (B)(6) 2014 and died on (B)(6) 2014. The caller was unsure if the device was used at the time of death as the device was lost and the serial number could not be verified. The caller was aware that the customer had been drinking at the time of admittance to the hospital. The customer was admitted in dka and cardiac arrest. The cause of death was multi organ failure due to dka trigger. According to the caller, this could have been poor compliance with insulin therapy or cocaine use.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.